Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring of a minicap transfer set fell off. The patient found this issue at capd room in hospital before treatment. The patient replaced the transfer set to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation in an open pouch with the cap attached. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye with no issues noted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.